Event description:
Customer's wife reported that the customer passed away. She stated that he was wearing the insulin pump until the time that he went to the hospital. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no battery inside. A cracked reservoir tube lip, cracked battery tube threads, a scratched display window and cracked case near the display window corners were noted during the visual inspection. The insulin pump could not be primed during the prime/a33 alarm test. Unable to confirm root cause due to pump preservation. Unable to perform excessive no delivery alarm test and occlusion test due to the prime anomaly. The insulin pump passed the displacement test.